Manufacturer narrative:
(B)(4). It was reported that client cannot increase flow rate while delivering rf energy. Repair follow up was performed and it was informed that pump will not be sent for testing as it is working correctly. Service was declined. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to confirm.

Manufacturer narrative:
The investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported the user cannot increase flow rate while delivering rf energy during ablation procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. (B)(4) takes conservative approach to report this issue.